Event description:
Additional information was received indicating that the patient was scheduled to have his vns device explanted. It is unclear at this time if the explant occurred as scheduled. The patient was reportedly scheduled to have a deep brain stimulation procedure.

Event description:
The explanted lead and generator were returned to the manufacturer on (B)(4) 2012. Product analysis on the lead was completed. A section of the lead assembly was returned for evaluation in one piece. The lead's electrodes were not returned for evaluation. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observation, no anomalies were identified in the returned lead portion. Product analysis on the explanted generator was completed. An end of service (eos) condition was found in the pa laboratory. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(4) 2012, from the surgeon's office indicating that the surgery did take place as scheduled. They were not able to provide any information on the reason for the replacement just that the patient was replaced. Attempts for product return have been unsuccessful to date.

Event description:
It was reported by the physician's office that the patient's device was not working, and he wanted it out. Attempts for further information from the physician have been unsuccessful to date.

Event description:
It was reported by the psychiatrist's office that the patient's vns was previously explanted (as previously reported), and the lead was only remaining. However from previous investigation, it is known that a portion of the lead was in fact explanted, as a portion of the lead was received by the manufacturer for analysis. The patient is referred for dbs surgery.